Manufacturer narrative:
The initial MDR 1226181-2015-00400 was filed on july 06, 2015. Additional information (06/19/2015): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse checked transducer amplitudes which were lower than expected. The cse replaced the ultrasonics printed circuit board and improved amplitudes. The cse replaced reagent probes 1 and 2 tubing, and a filter wheel due to a broken clip. The cse also replaced the auxiliary and motor control printed circuit boards, reagent pump panels, reagent probe 1 idle gear, and homogenous module (hm) twin mixers. The cse calibrated the hm twin mixers and aligned the hm. The cse ran a system check, which passed. The cause of the discordant ctni qc and patient results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant ctni qc and patient results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer observed imprecision and discrepant cardiac troponin I (ctni) results on patients and quality control (qc) on the dimension xpand plus with hm instrument. The customer stated that some elevated samples do not reproduce upon repeat testing. Other samples do not match when compared to results obtained at a sister laboratory. It is unknown if any discordant results were reported to the physician(s). The customer provided information of two patient results used in a comparison study with another laboratory. There are no reports of patient intervention or adverse health consequences due to the discordant ctni qc and patient results.